Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A root cause of the event cannot be conclusively determined. Probable causes of the subject events is the part of damaged cleaning brush dropped off and remained in the channel during reprocessing. The cause of the damage and dropping-off of the cleaning brush is not identified IFU (instructions for use) states: inspection of the instrument channel" ·insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use. If a piece of the brush comes off inside the endoscope channel, immediately retrieve it. Confirm that no parts remain inside either the instrument channel or the suction channel of the endoscope by carefully passing a new brush through both channels. Any part left in the channels can drop into the patient during a subsequent patient procedure. Depending on the location of the missing part, the part may not be retrievable by passing a new brush. In this case, contact olympus. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the reported issue was confirmed. The device biopsy channel was found with a stuck accessory inside. The device failed the leak test. In addition, the objective lens and light guide were found with small chips and peeling. The distal end plastic cover was found with deep dents and scratches. The ¿a rubber ¿ was observed with crack on the c-cover side. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed required testing and specifications. Based on evaluation findings, the reported issue was confirmed. The root cause of the reported issue cannot be determined. Likely root cause could be due to users mishandling of the device during the reprocessing. UDI #: (B)(4).

Event description:
It was reported that the brush was stuck in the channel. The issue occurred during reprocessing of the scope. There was no patient involvement on this report.